Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting as all samples met specifications. 10 retained tubes were analyzed for the heparin content and were all within spec limits. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. The batch history review for batch 3027864 was satisfactory per internal procedures. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® nh (sodium heparin) 102 i.u. Plus blood collection tubes ten (10) samples were clotted. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® nh (sodium heparin) 102 i.u. Plus blood collection tubes ten (10) samples were clotted. No health impact or consequence reported.